Event description:
Risk manager reported "IV tubing was primed twice before infusion was initiated. Air bubbles were noticed in midline of tubing after it was connected to the angiocath. IV tubing was disconnected from angiocath and primed again. Droplets of IV fluid were then observed coming out of the midline of IV tubing. A crack in the IV tubing was found. IV tubing was changed. Defective tubing was saved for the incident report." No leak noted during priming. There was no pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.